Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be frayed at the distal clevis hub. Cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis hub did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was observed that the wire came loose on the mega suturecut needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.